Manufacturer narrative:
The device passed testing by delivering a dose when the bolus button on the device was pressed. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver a dose when the bolus button on the device was pressed. The device was returned to the biomedical engineering dept with an unsigned note that stated, "bolus button doesn't work." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the bolus button on the device was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.